Event description:
The customer reported that while the iabp was in use on a pt, the iabp intermittently generated a "low vacuum" alarm. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep was unable to duplicate the reported problem. As a precautionary measure, he replaced the drive manifold (part number: (B)(4)). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).